Event description:
A caller reported an issue where the insulin gauge displayed a different amount than expected, showing 60 units instead of the expected 140 units, with the discrepancy exceeding 30 units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge and agreed to receive an email with cartridge load resources. Technical support suggested the caller call back for troubleshooting if the issue recurred, which the caller acknowledged.